Manufacturer narrative:
(B)(4)

Event description:
A physician was attempting to treat a calcified lesion using in.pact admiral drug eluting balloon catheter. It was reported that during inflation, the balloon burst at 2atm. Another balloon was used to complete the procedure. The device was removed from packaging, inspected and prepped prior to use with no issues noted. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.